Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed that the motor seized. This was attributed to normal wear. Device was repaired and returned to the customer on (B)(6) 2013. Placeholder.

Event description:
Customer sent the device in for repair. This is report 1 of 1 for complaint # (B)(4).